Manufacturer narrative:
Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve through a tortuous and calcified anatomy, there was bleeding at the delivery catheter system (dcs) access site in the right iliac artery. A peripheral stent was implanted and the vessel was surgically closed. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.